Event description:
It was reported that on (B)(6) 2024 at 0716, a rapid response was called for a change in patient status and respiratory distress. 19 minutes prior to the rapid response, the nurses stated that a dilaudid syringe was replaced in the patient controlled analgesia (pca) pump module with a witness and the same settings were continued. The rapid response was called by the nursing staff after the patient's boyfriend reported that the patient was not responding to her name being called. The patient was actively receiving a hydromorphone IV via pca per orthopedics order. Upon the primary nurses' assessment, the patient was unresponsive to sternal rub, and agonal breathing with snoring like pattern while on a non-rebreather mark. The pca was immediately turned off. The patient's vitals were on the monitor were a blood pressure of 145/87, a heart rate of 120, and o2 saturations of 95-96%. According to the hospital's internal documentation, the patient's spo2 was between 95%-100%. The patient had pinpoint pupils and a palpable pulse. The registered nurse reported that throughout the night, the etco2 monitor was alarming frequently. Per the primary registered nurses' assessment at the time, the patient was awake and alert at the time of the alarm and was answering questions appropriately. The patient was reported to have needed narcan administered and fully recovered after.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue of an over infusion of dilaudid (hydromorphone) could not be confirmed with the event log analysis or find that an over infusion was occurring through device testing. ¿ the pca module had completed a prior infusion of dilaudid (hydromorphone) at 0.2mg/1ml on (B)(6) 2024 at the time of 6:52 am. The prior infusion was started on the date (B)(6) 2024 at the time of 6:40 pm. The pca only dose was at 0.2mg. The volume infused at completion of the prior infusion was recorded at 27.8752ml. The volume delivered was equivalent to the volume recorded in the bd 30ml syringe when started on (B)(6) 2024. ¿ prior to a new programmed infusion of dilaudid (hydromorphone) at 0.2mg/1ml, there were many keypresses of the option menu key along with softkeys that were producing illegal keypresses. There was also pca door being unlocked and opened, closed, and locked several times. During selection of a new bd 30ml syringe that initially had a volume recorded at 29.4186ml was recorded at 29.2686ml when the second infusion was started at the time of 7:04 am. It could not be determined if the illegal keypresses and door opening and closing was performed by the clinician or by an un-authorized person. ¿ the patient history was cleared a few seconds after the pca infusion was started. A patient requested dose at 0.2mg was delivered at the time of 7:06 am. ¿ the pca device was turned off at the time of 7:20 am with the total volume infused recorded at 28.8752ml. O the pcu event log could not determine why the dilaudid (hydromorphone) infusion that was programmed to infuse 29.2686ml was terminated early after only infusing 1ml. It was reported that a rapid response team was called for a change in patient status and respiratory distress at 7:16 am. ¿ the inspection and testing process did not find any existing malfunctions with the pca module that may have induced an over infusion of dilaudid (hydromorphone). The pca module was found to be infusing within specification. The facility¿s preventative maintenance (pm) supplied record indicated the pca device passed with no issues noted on the date (B)(6) 2024. ¿ it was noted during the inspection process that third-party parts (pca rear case and pcu power cord) were used on the alaris system. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that on (B)(6) 2024 at 0716, a rapid response was called for a change in patient status and respiratory distress. 19 minutes prior to the rapid response, the nurses stated that a dilaudid syringe was replaced in the patient controlled analgesia (pca) pump module with a witness and the same settings were continued. The rapid response was called by the nursing staff after the patient's boyfriend reported that the patient was not responding to her name being called. The patient was actively receiving a hydromorphone IV via pca per orthopedics order. Upon the primary nurses' assessment, the patient was unresponsive to sternal rub, and agonal breathing with snoring like pattern while on a non-rebreather mark. The pca was immediately turned off. The patient's vitals were on the monitor were a blood pressure of 145/87, a heart rate of 120, and o2 saturations of 95-96%. According to the hospital's internal documentation, the patient's spo2 was between 95%-100%. The patient had pinpoint pupils and a palpable pulse. The registered nurse reported that throughout the night, the etco2 monitor was alarming frequently. Per the primary registered nurses' assessment at the time, the patient was awake and alert at the time of the alarm and was answering questions appropriately. The patient was reported to have needed narcan administered and fully recovered after.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.